Event description:
The customer reported that during a resuscitation effort, the nurses could not get a leads ECG waveform. A second device was used. Although the involved pt died, the biomedical engineer has reported that the device was not a factor.

Manufacturer narrative:
The customer reported that during a resuscitation effort, the nurses could not get a leads ECG waveform. A second device was used. Although the involved pt died, the biomedical engineer has reported that the device was not a factor. In 2009, the hospital biomedical engineer reported that he had evaluated the device and lead set right after the incident and determined, there was no malfunction. He indicated that this was a user error where the users had not selected "leads" as the waveform being viewed. The device was returned to use immediately. There have been no further issues with the device. Based on the customer's report, we are considering this a user error and not a malfunction.